Event description:
It was reported that the metal broke off during impaction around adjustment knob. No delay or injury to the patient reported. Procedure completed with the same device.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tabs on the post, where the slap hammer attaches, were fractured off of the device and were not returned. The device was manufactured in 2017 and exhibits signs of significant wear/ usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.